Event description:
The issues with sensor happened four to five months ago. The sensor glucose was 60 and the blood glucose was 250 mg/dl. Customer was receiving calibration errors with a couple of the sensors. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.